Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra2 meter because it was displaying an unknown error message. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began at approximately 8:30am on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise. She claimed that approximately 15 minutes after the alleged issue, she developed symptoms of "nausea and cold sweats" and self-treated with food drink a little before 9am that same day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient could not recall the error message she received. The alleged issue was resolved by retesting over the phone. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.